Event description:
On (B)(6) 2013 the patient contacted animas alleging that she has been experiencing elevated blood glucose (bg) between 200mg/dl and 300mg/dl with dehydration, headache, and nausea and insisted on a pump replacement. The patient's bg at the time of the call to animas was reportedly 284mg/dl. The patient stated that her bgs do not respond well to boluses via the pump but they do respond to correction injections. The patient stated the pump's settings are programmed as desired, and noted that her I:c ratio was just changed on (B)(6) 2013 by her healthcare provider (hcp). The patient initially stated that she had been working closely with her hcp on basal rate adjustments because of elevated bgs, but then stated she makes adjustments on her own. The patient stated that she has been using different basal programs, including temporary basals to try and control bgs. The patient denied any site, set, or insulin issues. The patient has reportedly been trained on and uses multiple different types of infusion sets. The patient noted that she even stopped insulin pump therapy for a few days at one point and her bgs remained within normal range during that time period. Troubleshooting did not indicate any pump malfunction, however, the patient was convinced there is a problem with the pump and demanded a pump replacement. This complaint is being reported due to the reported hyperglycemia while using insulin pump therapy and due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed the last bolus and basal delivery were on (B)(6) 2013 and the pump was not in use between (B)(6) 2013 and (B)(6) 2013. The pump alarm history indicated no alarms. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power loss was found with pump.